Event description:
In 2009, the patient reported that yesterday her blood glucose readings were "very high." She said she estimates her readings were between 32-33 mmol/l (576-594 mg/dl) with her target range being 5.5-6 mmol/l (99-108 mg/dl). Symptoms were nausea and weakness. She stated she removed her infusion headset and the cannula was "twisted." She said she changed her infusion headset several times in an attempt to correct her readings but received an e4 (occlusion) error on her infusion device when she tried to bolus. She started injection therapy at 3am this morning and her blood glucose is now within her target range. She discarded the infusion sets at issue. The patient was instructed to disconnect from her headset and bolus 5 units through her tubing which she did without error. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.